Manufacturer narrative:
The technician found two broken wires on the communications cable. The technician replaced the cable to repair the bed.

Event description:
Info received indicates unable to use the nurse call from the bed.